Manufacturer narrative:
PMA supplement no.(B)(4). It was reported tha ventilator overheated and stopped on a patient. The patient was switched to another ventilator and there was no patient compromise. The ventilator in question was returned to sensor medics under rga (B)(4) and a through performances test of the unit was performed. The ventilator performed according to the manufacturer's specifications, therefore sensormedics was unable to duplicate the alleged complaint.

Event description:
The 3100b ventilator is alleged to have overheated and stopped on a patient.